Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger antenna cord was damaged and broken. The patient reported they were on fire. The patient stated that it was time to charge and the ins turned off and the burning pain returned suddenly. The patient was implanted for burning pain, which is why they stated they were on fire. The patient was unable to charge due to the damaged antenna. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that without the antenna there was nothing to resolve the burning pain. This had been attempted in the past. As soon as the patient received the antenna they charged the battery and turned it on. The dead ins and burning pain were resolved. The burning lessened within an hour. No further complications were reported or anticipated.